Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 30mm pfo cribriform device was selected for implant. After deployment, the left atrial disc showed a bulbous appearance and the physician explanted the device. Upon explant, the device still showed the deformation. The physician replaced it with a 25mm pfo device and the procedure was successfully completed. No patient consequences was reported.

Manufacturer narrative:
An event of a deformed deployment was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, one photo was received for analysis. Based solely on the aforementioned photo, the device did appear to deploy deformed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.